Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that about a week ago they started to experience "pretty severe" severe sciatic nerve pain involving their right buttock and down into their leg. The patient noted that the pain was a little more severe the last few days, and their left side began to have sciatic pain as well. The patient said the pain makes it difficult for them to walk sometimes. The patient wasn't sure if the lead was close enough to their sciatic nerve that it could be causing the pain. The patient mentioned that they had tried changing to a different program to determine if that's what could be causing the sciatic pain. The patient asked how long they should stay on a program before trying another. Agent reviewed meaning of a program and considerations for therapy settings. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va34pmd); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.